Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301942 lot 1811180 to investigate for this record. As a result, bd was unable to verify the reported issue or determine a definitive root cause. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discard it syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. The whole process to assemble and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that bd¿ 5ml syringe had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: it's noticed that a black foreign matter in barrel during draw liquid. No physical harm to user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 5ml syringe had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: it's noticed that a black foreign matter in barrel during draw liquid. No physical harm to user.